Manufacturer narrative:
The component codes fiber and cap refer to the result code thermal problem. Fiber analysis: no fiber connector issues could be confirmed; the fiber connector was inspected, tested and found to function per specification. The fiber tip was found to have a circumferential fracture of the glass cap at the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap; mild devitrification of the glass cap was also observed. Both caps remain attached. The identified issue may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that the surgical fiber was very difficult to connect to the laser system and that the attach fiber message was displayed. The fiber was finally able to be attached and the procedure was completed at 115,244 joules of use; time 13:14 minutes. There was no patient injury reported.